Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had chronic low sensing and surgical intervention was required to take the lead out-of-service and surgically abandoned it in the patient. A replacement rv lead was successfully implanted. No adverse patient effects were reported.